Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: expired product used probable root cause: design. Inadequate shelf life for product. Application. Failure to verify expiration status of product prior to surgery. (B)(4).

Event description:
It was reported that an expired product was used.

Manufacturer narrative:
Gtin: (B)(4). The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: expired product used. Probable root cause: design - inadequate shelf life for product. Application - failure to verify expiration status of product prior to surgery.

Event description:
It was reported that an expired product was used.